Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter fracture occurred. A 7/110/2.5/8 blazer ii xp was selected for use. During advancement of the probe into the endovascular system, with no trauma noted, the probe was found to be fractured between the steerable part and not. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed a kink at the distal section while in the neutral position at 10cm from the distal tip. Functional inspection was also performed. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter fracture occurred. A 7/110/2.5/8 blazer¿ ii xp was selected for use. During advancement of the probe into the endovascular system, with no trauma noted, the probe was found to be fractured between the steerable part and not. No patient complications reported.